Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, a longevity calculation confirmed the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific received information that during a routine clinical follow-up, this device exhibited a battery status of elective replacement indicator (eri). The monitoring voltage was reported as 2.51v, with a corresponding charge time of 12.8 seconds. Subsequently, the device was explanted and successfully replaced with another boston scientific device. The explanted product is intended to be returned for a post market longevity assessment and no adverse patient effects were reported.

Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated.